Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The patient, a 43-year-old male weighing 85 kg, was brought to the hospital in critical condition following an out-of-hospital cardiac arrest caused by an acute myocardial infarction. No signs of trauma were observed. According to the reporter, the cardiac arrest was witnessed, and bystanders initiated CPR. Upon the arrival of the medical crew, the patient was in ventricular fibrillation (vf) cardiac arrest. He was intubated and received three defibrillation shocks, amiodarone, and multiple doses of adrenaline, resulting in return of spontaneous circulation (rosc). However, in the catheter lab, the patient experienced another witnessed vf arrest, which was promptly defibrillated but subsequently progressed to asystole, necessitating immediate CPR. Resuscitation included approximately 40 minutes of manual CPR in the community before hospital arrival and an additional 20 minutes in the catheterization laboratory for episodes of vf and asystole. The patient's medical history included a pulmonary embolism three years prior, which was no longer active as confirmed by a pre-pci CT pulmonary angiogram. Use of the autopulse platform (sn (B)(6) was requested to facilitate stenting of the left anterior descending (lad). However, due to the prolonged downtime before arrival, the patient's chance of survival was extremely low regardless of intervention. An attempt was made to use the autopulse platform. The device failed with a fault 43 (fan fault detected) message. The hospital crew switched to manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced deceased. The cause of death was determined to be an acute myocardial infarction, supported by angiographic and electrocardiographic findings as well as the overall clinical presentation. After consultation with the on-call physician, the patient would have been very unlikely to survive, regardless of the use of the autopulse platform, and the patient's death was not related to the autopulse device. Following the call, the autopulse platform was tested and displayed a user advisory (ua) 18 (max take-up revolution exceeded) message. The device was retested using the mannequin with a new lifeband installed, and no error codes or faults were observed.

Manufacturer narrative:
The customer's complaint of the fault 43 (fan fault detected) message on the autopulse platform (sn (B)(6)) was not confirmed through testing or data review. Instead, the archive data showed the autopulse platform stopped after the first compression due to user advisory (ua) 02 (compression tracking error). In addition, the archive data showed a presence of ua45 (not at "home" position after power-on/restart) and ua18 (max take-up revolutions exceeded) messages. These user advisories are clearable error messages typically caused by improper patient or lifeband positioning, the driveshaft not being at its "home" position, or an undersized patient/no patient detected. Functional testing with a standard fixture revealed no faults, indicating that the device operated normally and that the reported issue was likely a user error rather than a device malfunction. The customer is likely to report an incorrect fault code. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The platform was tested with the large resuscitation test fixture (lrtf) without any faults or errors. The customer's reported complaint of the fault 43 could not be verified. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any faults or errors. The autopulse platform passed the final testing without any faults or errors.